Event description:
"Several incidents of blood leakage" from the clave valve were reported by abbott laboratories from one of their accounts. The report indicates the clave valve is used with stopcocks and the account is questioning whether there is a compatibility issue. No other info is available. Two samples were returned for testing.